Event description:
It was reported that the pump battery could not be charged. Customer was instructed to leave pump plugged into a power source; additional, customer declined a follow up, so no additional information was obtained. Customer¿s blood glucose level was 89 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.